Event description:
A report has been received on the following incident: it was reported that this pt had passed away of peritonitis and believes it was due to use of this product. It has been confirmed that this pt presented to the hospital on (B)(6) 2009 with symptoms of weakness, hypotension, and significant abdomen distension. The pt was admitted and further evaluated when he cardiac arrested. The pt was subsequently resuscitated and transferred to the ICU. It was learned that his prognosis was poor so it was decided to withhold life sustaining equipment. The pt died on (B)(6) 2009. Prior to his death, it was documented that he had increased abdominal air most consistent with diverticulitis disease and with micro-perforation versus pd associated peritonitis. The cause of death was listed as suspected diverticula disease with micro-perforation and profound septic shock with massive aspiration. Of note: according to this pt's md to the best of her knowledge, the pt had no abdomen pain on this admission and does not believe that the hospitalization or death were product related. Additionally, it was documented that the subject had stated he had brief diarrhea about a week ago, but since has felt constipated. It was noted that on this admission his peritoneal fluid was drained and he denied abdomen pain, but did state that he felt a little sensitive due to being empty. He has had a cough for the past 4 months, was placed on avalox and his cough has somewhat improved. He has been shaking in the right hand only. He has found it difficult to walk due to weakness. This pt did have a history of recurrent persistent exit site infection documented as yeast, with purulent drainage. The pt was evaluated to rule out a tunnel infection which was negative, however had been receiving an oral antibiotic for some time. There is no sample.